Manufacturer narrative:
Return requested. Replacement mvs interface shipped to site. No parts have been received by manufacturer for analysis. On 07/31/2016 a medtronic representative performed an imaging system check-out, mechanical and system inspection areas passed. Imaging modalities test failed. Imaging system stays in "system connected - not ready". Troubleshooting performed umbilical cable found to be defective. Umbilical cable replaced. System functions tested. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A site representative reported that while booting-up, their imaging system switches into standalone mode. No further details regarding this behavior were provided. There was no patient present when this issue was identified.